Event description:
The customer contacted physio-control to report that a service indicator was displayed on their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a faulty integrated circuit chip, designator u1 on the analog pcb assembly. It was observed that u1 would intermittently fail. The customer received a replacement device.